Manufacturer narrative:
.

Event description:
The hcp reported that, the pt had a fever of 100 or more for several weeks. The pump site was reddened and warm to the touch. The pt had an abnormal wbc. Add'l info received from the hcp reported that, the incision was not infected. The hcp also noted that, the lumbar regional was a site of infection. The connection of the pump and catheter was the site of infection. The entire device system was explanted eight months after implant. The pt recovered without sequela and is awaiting re-implantation after proper healing time for the surgical site. The drug used in the pt's pump was lioresal (2000 mcg/ml, with a dose 0.2101 mg/day). Reference MFR report #3004209178200701541.